Manufacturer narrative:
(B)(4).

Event description:
It was reported that a brand new device exhibited backup vvi mode in the box. The device was not used and returned for further analysis.

Manufacturer narrative:
No conclusion code available. The reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that the reset was caused by a software problem. After product code was downloaded, the device showed normal characteristics.